Manufacturer narrative:
Product received.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was one additional related complaint for this product lot. This additional complaint describes screw loosening, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI: (B)(4).

Manufacturer narrative:
The device was request but not returned to the manufacturer.

Event description:
The clinician reported that the implant was placed a week prior and the abutment screw is now loose.